Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that intubation was proceeded in ER then the patient was moved to micu with the tube. In the micu, the air did not get into inside. It was found the cuff was torn. The customer indicated that there was no patient injury.

Manufacturer narrative:
One sample was received for evaluation, and the reported event was confirmed. An inflation deflation test was performed and it was observed the cuff deflated immediately. Visual inspection confirmed that the cuff was burst. Manufacturing controls are in place to detect cuff inflation issues and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.